Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a tip break occurred. A 330cm rotawire was selected for use. During the procedure, it was noted that the tip of the guide broke when inserted into the catheter. The procedure was successfully completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed the device was split into two pieces, and the body of the guidewire was bent. Microscopic inspection revealed the mid-section was detached. The total length of the guidewire was within product specification.

Event description:
It was reported that a tip break occurred. A 330cm rotawire was selected for use. During the procedure, it was noted that the tip of the guide broke when inserted into the catheter. The procedure was successfully completed with another of the same device. There were no patient complications.